Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the ventilator was powered on, the display shows graphical user interface (gui) inoperable. The ventilator was not in use on a patient at the time of the event. Technical support (ts) troubleshot this issue with the customer over the phone. Ts suggested to try a different gui to breath delivery unit (bdu) cable and back up battery. The customer was advised to place a service call if the recommended action did not fix the problem.